Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/30/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device pmk134 batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by vet that an animal underwent an animal surgery on (B)(6) 2020 and the suture was used. It was reported that the suture kept breaking during surgery.